Manufacturer narrative:
As of 10/02/2017 unused returned and retained samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Customer reported that product caused an injury on her grandson. The product caused him a burn on his blister after using the product.